Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after each battery change. The customer¿s blood glucose level was unknown at the time of the incident. The device was not stored for an extended period of time. Customer stated there was damage at the top of the battery compartment. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.